Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, chest pain.

Event description:
Patient reported left side "rupture". Healthcare professional later reported "rupture" via "CT scan". Healthcare professional additionally reported "chest pain". The device has been explanted, not replaced, and discarded.